Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the patient's implant and abutment were removed on (B)(6) 2012, due to recurring infections. Device is not available for analysis. This report is filed (B)(4) 2012. Device not available for analysis.

Event description:
Per the clinic, the patient experienced recurring infections, leading to the decision to explant the device. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, may 17th, 2012.